Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a suspend feature that did not work. The blood glucose reading was not provided. The customer was transferred for assistance with the matter. Nothing further reported.